Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2019-00527.

Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2019-00527. It was reported the patient's stimulation changed after lifting a washing machine. X-rays revealed one of the patient leads was fractured. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein one of the leads were explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issue is resolved. It is unknown which lead is liable. Therefore, all suspected devices are being reported.